Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the distal tip of the bag ruptured as the gallbladder was being removed from the abdominal cavity. They used the same type of product to complete the case. There was no patient injury.